Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing became caught and the tubing became disconnected from the cartridge luer lock. No parts were damaged and the customer continued to use the same cartridge; however, the customer decided to change out the infusion set and site. There was no impact to the customer's blood glucose level.